Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2008, inratio: >7.5, lab: 1.32, date: 2008, inratio: >7.5, lab: 1.87. This case qualifies as an adverse event. Patient's dose was adjusted.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: pt. #1 - 2008, inratio: >7.5, lab: 1.32, mean: cannot be determined, confidence limits: cannot be determined. Pt.#2 - 2008, inratio: >7.5, lab: 1.87, mean: cannot be determined, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For both patients, both inratio and lab values cannot be calculated because the inratio values is greater than 7.5. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time. Per ts update. 3 different lancets were used with 3 different gauge sizes. The 3 gauge sizes may be too small. In addition, one nurse admitted to adding multiple drops of blood and admitted to moving the instrument while testing. Testing technique may be the issue.